Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The eccentric and de novo target lesion containing a lesion bend between >45 and <90 is located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 3.00 x 24 synergy¿ stent was attempted to be advanced but met significant resistance upon introducing the device. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.